Event description:
It was reported that the threaded inserter shaft broke was broken during a tlif procedure. There were no patient complications.

Manufacturer narrative:
(B)(4): visual examination confirms the inferior tang is broken. The broken piece is missing, and was not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggest overload. Direction of river lines and plastic deformation suggest possible direction of fracture.